Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance (pm), it was observed that the device is getting an error code 110 air flow sensor calibration data error message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer that the device has software 3.00 and recommended replacing the flow sensor assembly or gas delivery system (gds). The customer was provided with availability information of the parts and will determine if they will order the flow sensor or the gds for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, a supplemental report will be submitted.